Event description:
On 03/03/2000, the international distributor informed the manufacturer's (MFR.) International rep of the following: during injection septum came out of housing. First injection no problem, during second injection, septum came out of housing. No further details were provided.